Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient presented approximately 3 years post op with a severe flexion contracture in the right knee. The decision was made to revise the knee. The femur was removed and after distal bone was rejected. The doctor could not get the knee into extension. The decision was made to remove the tibial component. After additional bone resection on the tibia the doctor was able to get excellent stability in both flexion and extension.